Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) pacing lead impedance measurements. All other lead measurements looked good and no noise in the electrograms (egms). Boston scientific technical services (ts) suggested of bringing the patient in and do isometrics and troubleshooting measures. Additional information was obtained and indicated that the rv lead displayed high oor pli measurements of >2000 ohms and did not deliver pacing when required. It was subsequently found out that the rv lead¿s pace/sense (p/s) portion was fractured. The p/s portion of the lead was surgically capped and abandoned and a new lead was used as p/s. The patient was also upgraded to a dual chamber device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device verified that the right ventricular (rv) pace lead was fully inserted by evidence of the lead seal ring marks in the rv header port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The analysis could not confirm the allegations observed in the field.